Event description:
It was reported that the patient had begun experiencing diaphragmatic stimulation due to atrial lead dislodgment. A drop in sensing values and an increase in capture values were observed. The lead was successfully repositioned. The patient was in stable condition following the procedure and would be monitored through follow-up.

Manufacturer narrative:
(B)(4).